Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed compressor fault codes 1001 and 2001 messages upon power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation the technician discovered that the customer attempted repair of the device. As a result of the device being tampered with, the root cause could not be firmly established. The device successfully passed all required bench testing and an internal inspection. The smart pneumatic board will be replaced as a precaution. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.